Manufacturer narrative:
One reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting it to a cadd-solis vip. No alarm sounded. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited alarm and after replacing the pump with another one, the alarm persisted. It was reported that white substance adhered to the cassette's pressure plate was noticed. Subsequently the cassette changed to another one. No patient injury reported.